Event description:
Contacted regarding falsely negative (-) urine test results from the icon 25 hcg test kit. The customer indicated that a patient had performed a home pregnancy test twice (test name was not provided). The results were positive (+). The customer indicated that the patient had a urine sample tested with the icon 25 hcg test kit twice and both results were negative (-). The urine sample was a first morning void. The customer indicated that after obtaining negative (-) results from the icon 25 hcg test kit, the patient went to a different lab for serum quantitative test; the result was 185,000miu/ml. The test method was not provided. No change to the patient treatment was reported that can be attributed to or connected with this event.